Event description:
Patient reports 4 grade incapsulations. The affected side is unknown. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation reported as capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports 4 grade incapsulation. The affected side is unknown. Device has been explanted.